Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va0mnm8, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0mwyx, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-33, lot# va0m0vy, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient had pain at the pocket site and the implantable neurostimulator (ins) had healed at an angle. The hcp had met with the patient to examine the pocket site healing and a surgery to get the ins to lay flat in the pocket was being scheduled. The issue was not resolved at the time of this report. The indications for use were chronic low back pain, radiculopathy and spinal pain. If additional information is received a follow-up report will be sent.